Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 8x100mm absolute pro self-expanding stent (ses) was advanced over an unspecified 0.014 guide wire. It should be noted the absolute pro self-expanding stent system instructions for use states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.014¿ guide wire resulted in the noted kinked stent sheath; thus resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam, the reported/noted activation failure and noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery. The 8x100mm absolute pro self expanding stent (ses) was advanced over an unspecified 0.014 guide wire. The thumbwheel was engaged yet stuck thus preventing the stent from being deployed. A 8x80mm absolute pro ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the stent was partially deployed/flowered. No additional information was provided.